Event description:
It was reported to philips that there was no x-ray. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during the procedure, and the procedure got delayed for 5 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not emit x-ray. Analysis of the log file confirmed that there was a grid switch error. The fse performed the tube adaptation and grid switch calibration. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.